Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) report did not show an electrocardiogram (ECG) of an atrial fibrillation (af) episode due to priority settings on the device. The device recorded a pause episode which was displayed due to higher priority. A manual transmission was recommended to be performed to view the af ECG. The device remains in use. No patient complications have been reported as a result of this event.